Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set had four occlusion alarms due to a tubing issue from the same supplies. Blood glucose levels were adversely affected and reported at 170mg/dl. The customer administered an insulin injection to address the high blood glucose. Distributor conducted troubleshooting and determined blockage was located in the tubing, and had customer change out the tubing to resolve the issue. No permanent injury reported.